Event description:
It was reported pt. Underwent thr in 2002. Secure fit plus stem and trident shell implanted. Pt. Suffered a fracture at femur just below tip of stem 3 weeks later. Orif of femur with 9 hole dall miles plate and 5 2.0mm dall miles beaded cables and 4.5s/t cortical screws 2 days later. 1 month later pt. Complained of pain on medial side at thigh x-rays revealed plate was bent. Pt told to not bear any weight on thigh or leg. 3 days later pt. Presented to e.r. With severe pain in leg. X-ray revealed broken plate.